Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Additional information: h6. Corrected information: b1, h1, h6 (patient code and device code). B1: there was no adverse event or reportable product malfunction h1: there was no serious injury to the patient. Complaint was reviewed (B)(6) 2019, the device was removed transurethrally, even though the physician chose to remove the device under general anesthesia to relax the patient. This is not likely to cause or contribute to serious injury h6: device code: appropriate code not available: there was no adverse event. There was no reportable device malfunction.

Manufacturer narrative:
Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. The complainant returned one used universa firm stent for investigation. Lot number is unknown. Visual examination of the stent confirmed size of the stent is 6fr x 26cm. Stent is covered on both ends with heavy encrustation. Center of stent body is covered with yellow discoloration. There is no evidence this device was not manufactured per current specification. The customer did not know the lot number for this complaint device so a search was carried out for all products shipped to them for the date range nov 2018-mar 2019. The customer received 371 products from 21 different lots, the 21 lots contained an additional 328 products that were shipped to other customers. No other customers have reported stent encrustation complaints on the 21 lots. No other customer has reported stent encrustation complaints on the suspect part number since 1st january 2016. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolong indwelling period. Individual variations if interaction between stents and the urinary system are unpredictable. Ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic evaluation via cystoscopic, radiographic or ultrasonic means suggested. The stent must be replaced if encrustation hampers drainage. A clinical assessment was carried out on the complaint which identified that ureteral stent encrustation is a known inherent risk of the device. The device is supplied with instructions for use that includes, "periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested. The stent must be replaced if encrustation hampers drainage." The clinical expert indicated prevention is the best course to prevent encrustation. This includes diluting urine by increasing fluid intake, closely monitoring, treating urinary tract infections, and minimizing the amount of time the stent is implanted. The conclusion of this complaint is the failure mode is a known inherent risk of the device. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event information has been received.

Manufacturer narrative:
Occupation: distributor¿s agent. (B)(4). The investigation is in progress. A follow up report will be submitted should additional relevant information become available. Or upon completion of the investigation.

Event description:
It was reported, the universa firm ureteral stent set placed in the bladder became encrusted. Stent was implanted sometime between early (B)(6) to the middle of (B)(6) 2019. The stent was most likely placed because the patient had kidney stones. Additional information was provided on (B)(6) 2019. It was reported, the patient required an additional procedure due to this occurrence. General anesthesia surgery was needed (to make the patient relax) and the stent was removed through cystoscopy. The stent was found to have many encrustations attached at both ends of the stent. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.